Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1239. It was reported during the permanent procedure, it was found that impedance readings and amplitudes were inconsistent and they were not getting good coverage with the stimulation. A csf leak was suspected. Post operative, the amplitudes settle down to a normal range and the pt had good stimulation coverage. However, the pt had bad headache. The pt was given medication. Late in the day today, the pt reported the headache had subsided.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.